Event description:
The customer reported that the device is not charging the internal battery and the ac mains light was not illuminated when connected to ac power. There was no pt use associated with the reported event.

Manufacturer narrative:
The distributor in chile evaluated the device and verified the reported problem. The root cause was determined to be due to a failure of the power supply assembly. The distributor has ordered a replacement power supply assembly to repair the device and return it to the customer.